Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fw05, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was a little concerned about their programmer. The programmer had recently started shutting off in the night. The patient noted that as soon as they pressed ¿stimulation on¿ on their programmer they could feel the stimulation. The patient never turned their stimulation off except when they went to the doctor or the dentist. The patient noted that if they turned their stimulation up too high it hurts. The patient used to have their stimulation at 2.2, but at the time of the report they could only have it at 1.7v. If their stimulation was higher than 1.7v it was painful and uncomfortable. The patient didn¿t always make it to the bathroom with stimulation at 1.7v. Starting about a month prior to the report, the patient started having to go to the bathroom at 2 am and 6 am every night. For a long time the patient didn¿t have to get up at night. This change started about a mo nth prior to the report. The patient had bad diarrhea about a month prior to the report due to a bacterial infection and they were given antibiotics and the infection cleared up. The patient had their device programmed 2 weeks after implant and they didn¿t have to change anything until about a month prior to the report. There were no falls or trauma reported with the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.